Event description:
The customer states that false positive results have been generated on one patient by the abbott (B) (6) (rdna) eia assay. On (B) (6) 2009, a female patient presented with weakness and dizziness. Testing with the abbott hivab (B) (6)/(B) (6) (rdna) eia assay generated weak repeat reactive results close to the assay cut-off. The sample was sent for (B) (6) testing, but the test was never performed and not followed up on at the time. The patient was seen again on (B) (6) 2009 and again generated similar weak repeat reactive results with the abbott (B) (6) (rdna) eia assay. This sample was sent for (B) (6) analysis and generated a non-reactive result. No treatment is documented as having been administered to the patient between (B) (6) and (B) (6) 2009.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.